Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant procedure, the patient experienced chest pain radiating to their back. An echocardiogram was performed and showed pericardial effusion caused by perforation from the atrial lead. The patient was given an anticoagulant and was monitored. No further intervention was required. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.